Manufacturer narrative:
Corrected data: further information was provided that product had returned for evaluation. Therefore, this supplemental filing is to correct the comment in h3, h6, and h10 that product testing was performed. Also sections h6: type of investigation code and investigation findings were provided in h10 text in the initial MDR, however the codes were inadvertently not provided. Hence, they are updated in this supplemental MDR. H6: type of investigation: 10, 3331, 4109. H6: investigation findings: 114 additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 4/10/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the sample was received in the original box. The cartridge component was observed correctly engaged into the preloaded unit. The plunger is not at locked step. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge loading zone. The lead haptic was observed not folded. The trailing haptic was observed at folded position, as expected at that stage. No residues of lubricant were detected at the cartridge. No damages were observed in the plunger that could impair functionality in the device. The reported issue was not verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic looked defective and the plunger did not work properly, so the lens could not be used. A new lens was used with no issue and the case was completed. There was no patient contact. No additional information was provided to johnson & johnson surgical vision.